Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the system was explanted due to a pocket infection. Upon leaving the operating room, the patient went into ventricular fibrillation and expired. This occurred approximately 30 minutes after the explant procedure. The cause of death was non-ischemic cardiomyopathy. The field representative noted the ventricular fibrillation and subsequent death were not product-related.